Manufacturer narrative:
The complaint of a break in the retention dome is confirmed. Upon receipt at bas a partial semi-circular break in the retention dome was observed. The dull and rounded veneer identified at the dome site are traits indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. However, the exact mechanism of damage is undetermined. The complainant indicates the complaint sample had been in place for approx 209 days prior to the complaint incident. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the mfg process. The broken section of the retention dome was not returned for eval. A chr is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
A break in the retention dome during traction removal. The indwelling period was 209 days. Significant resistance was encountered when removing the tube.